Manufacturer narrative:
Initial log file evaluation performed on-site revealed that both processors onboard the pcb which controls the therapy functions have performed a reboot for unknown reason. The respective board has been replaced as a precautionary measure; the workstation passed all consecutive tests and was returned to use. In-depth evaluation of the log file carried out by the manufacturer confirmed the initial expertise: a sudden reboot occurred during use of the device; device function was restored after four seconds and ventilation was continued with the last valid settings. The user switched the device to standby and shortly afterwards back to automatic ventilation again; therapy was finished after the device ran without further issues for the next 2.5 hours. A reboot is the specified device response to overcome a disturbed run of software processes which cannot be removed by other means. Ventilation will be continued with previous settings after 15 seconds at the utmost which can be confirmed for the particular case. The exact triggering condition could not be determined - no secondary error codes were recorded in the logs. A sporadic nature can however be assumed since the device continued operation after the event w/o further symptoms and exhibited no deviations when tested in follow-up of the event.

Event description:
Please refer to initial MFR. Report #9611500-2020-00263.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported the perseus shut down during a procedure. There was no patient injury reported.